Event description:
During the use of the elite massager mono, I had a seizure. I was told by the man at the (B)(6), that it would not affect, but help to lessen my seizure disorder. When I had the seizure, I got on the internet to find that he wasn't approved by the FDA as he had said, and that they are under investigation. (B)(6).